Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch basic meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2014, at approximately 10:30pm. The patient reportedly manages his diabetes with insulin (unknown type) and is a self-adjuster and denied making any changes to his medication on the day the alleged issue occurred. The reporter claimed that the patient was tested on an emergency medical services (ems) meter approximately 20 minutes after the alleged issue occurred and obtained a low blood glucose reading of ¿21mg/dl.¿ he was then reportedly treated with glucose tablets/gel at approximately 10:50pm. It is not known if the patient was experiencing low blood glucose symptoms prior to requiring assistance. Another test was performed following the glucose treatment at approximately 11:15pm and a reading of ¿321mg/dl¿ was obtained on the same ems meter. At the time of troubleshooting, the cca noted that the subject device was not brand new. The subject test strips were not available for troubleshooting. The battery was reportedly not old/due to replacement, however the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly experienced a low blood glucose excursion that required medical intervention after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2014). The patient¿s meter has been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/3/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.